Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 183, 167, 251 and 208mg/dl. The customer¿s expected pm fasting blood glucose test result range is 120-130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/30/2023 and open vial date is one week. The meter memory was reviewed for previous test result history: result 1: 183 mg/dl; date: (B)(6) 2022; time: 3:40pm; fasting. Result 2: 167 mg/dl; date: (B)(6) 2022; time: 10:20pm; fasting. Result 3: 229 mg/dl; date: (B)(6) 2022; time: 10:30pm; fasting. Result 4: 251 mg/dl; date: (B)(6) 2022; time: 4:30pm; fasting. Result 5: 208 mg/dl; date: (B)(6) 2022; time: 4:30pm; fasting.

Manufacturer narrative:
Sections with additional information as of 03-may-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.